Manufacturer narrative:
Device passed displacement test and self test. Pump error 54 and error 3 found in the device history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 442 mg/dl at the time of incident. Customer did not want to troubleshoot. Customer also stated that insulin pump had multiple pump error alarm. Customer was able to clear the alarm also able to complete pump rewind. Customer stated that fill cannula was recorded in daily history. The insulin pump will not be returned for analysis.